Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse confirmed with the customer the device no longer charges the battery and it was determined the battery and external power supply would need replaced. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site, requiring no further evaluation. Based on the information available, it is unknown specifically what caused the charging issue. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device does not charge the battery. There was no patient involvement.